Event description:
It was reported that coronary signal on the flex monitor was not getting displayed. A setting on the monitor did not work. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use when the issue occurred. A philips service engineer (fse) inspected the system on site and identified that the live images signal was not displayed on the flexvision monitors on certain layouts. As part of the troubleshooting, the dvi matrix switch was replaced, but the issue was no resolved. After replacing the flexvision pc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable the codes were updated based on the investigation outcome. Health impact code was corrected